Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2024. Additional suspect medical device component involved in the event: product family: m365sc2218500. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was having loss of stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility.